Event description:
The company was informed that the recently implanted recipient developed an infection that required treatment one round of antibiotics (type unknown).

Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.